Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 300 to 350 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed have had recent changes to medication by physician, but her physician has not provided a new expected blood glucose. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is about five to six weeks. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 300 to 350 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed have had recent changes to medication by physician, but her physician has not provided a new expected blood glucose. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is about five to six weeks. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.